Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 19-oct-2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified two devices with red and white particles, there are no openings in the device, the photographs were taken on one side, they are not labeled on the side where they were explanted and the batch number is not corroborated. The events of capsular contracture, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unk, lump/nodule, anxiety-product/procedure.

Event description:
Patient reported a left side "lump or thickening in or near the breast or in the underarm area." Healthcare professional reported left side capsular contracture, baker grade unknown and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product." Device has been explanted.